Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient received a message to replace the sensor during the warmup without prior warning. Data was returned and evaluated. The reported event was confirmed via data. The probable cause could not be determined.